Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11 the complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. As reported, the patient was hospitalized at 30 days follow up due to suspected thrombosis of the evoque valve. Tte on pod31 showed a mean gradient of 6 mmhg with evidence of halt. The patient revealed that she did not follow her anticoagulation therapy of 2.5mg eliquis twice daily. Following the diagnosis, the anticoagulation therapy increased to 5mg twice daily. The increased therapy proved effective with the halt regression. As such, available information suggests patient factors (anticoagulant regiment) had resulted in the reported thrombus formation post procedure. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure in tricuspid position when at 30 days follow up, the patient was hospitalized because of increased gradient and limited mobility of the sails, with suspected thrombosis of the evoque valve. Anticoagulation was increased with heparin perfusor. A trans-thoracic echo (tte) performed on post-operative day (pod)31 revealed a mean gradient of up to 6 mmhg across the tricuspid valve, basal deposits and thickened pockets of the evoque which is consistent with hypoattenuated leaflet thickening (halt). It was reported by the patient that she didn't take the recommended dose of 2.5 mg eliquis twice a day but only once daily. Consequently, the dosage was increased to 5mg twice daily. The patient recovered and was discharged home.